Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The cable was replaced but the issue persisted. The monitor was then replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The cable was returned for analysis. Functional testing found no issue with the cable. The monitor was returned for analysis. Functional testing confirmed the reported issue. The monitor was malfunctioning. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the surgeon monitor was not turning on. The biomed brought in a different monitor and it worked with the system. He stated that when you wiggle the cable the problem seemed to be intermittent. He suspected the cable.